Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and a ventilator inoperative alarm was observed. The device's machine flow sensor and system board were replaced to address the issues. There was evidence of dust and dirt contamination. In addition of the above evaluation, the blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, and muffler assembly will need to be replaced due to contamination. The software will need reloaded, and the unit will need programmed, which was not related to the malfunction/issue.